Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the logs from this device were reviewed for the event date of 9/25/25 but there were no entries on this date. Log entry from 9/22/25 appears to be the log from the event. The event establishes patient contact and a shock is delivered. Further into the patient event the device issues a poor contact advisory before the device is charged and unable to discharge. The customer's device and multifunction cable (mfc) underwent testing at zoll and could not duplicate the customer report. The device passed all testing, was recertified, and returned to the customer. No emerging trend based on similar reports

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.